Manufacturer narrative:
Evaluation summary: the device is an installed centralized pt monitoring system with wireless or wired connections to bedside multifunctional pt vital signs monitors. The ethernet hub switch, model superstack 1100, by manufacturer 3com, failed. The ethernet switch is part of the network connection between the acuity central station hardware and the bedside monitors. When the switch component fails, connection between the acuity station and the bedside monitors connected to the switch is lost. In this case there were 2 monitored patients connected through wired network connections through the switch and 2 more patients on wireless telemetry connections where the connection was lost and central station monitoring was compromised until a replacement switch was installed. Hospital staff responded by monitoring patients at bedside. There was no patient harm associated with the failure. The system was installed in july, 2001. Hospital equipment support staff reported that there had been construction near this switch. The staff member reported that staff had wrapped the switch in plastic wrap to avoid debris contaminating the switch. He reported that nonetheless the switch had significant amounts of concrete dust inside it afterwards. He volunteered that the concrete dust, and the lack of ventilation while the switch was wrapped in plastic, may have contributed to the failure of the switch. We contacted the switch manufacture, 3com corporation, and we were informed by their tech support staff that this model of switch was obsolete and no longer supported. The manufacturer was not able to offer failure investigation to determine root cause, therefore, the cause of the failure is indeterminate. Note that the actual device was not returned to welch allyn, but we assisted the complainant and their support personnel in trouble shooting and that was sufficient to confirm the reported defect. The failed switch was returned to the manufacturer, but only for verification of the fault for warranty purposes. The nurse manager at the hospital, declined to provide patient information on the 4 patients connected to the system at the time of the failure. She reported that the management at the hospital site understood that it would be a violation of patient confidentiality rules under regulations.

Event description:
It was reported that the customer lost centralized monitoring function on three pts due to loss of network connectivity between bedside monitors and the central monitoring station. The station displayed a "check network" message as designed, which notified the user of the loss of connection. Monitoring functionality continued at bedside. There was no pt harm of any kind associated with the network failure.